Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing higher than normal blood glucose levels for the past two weeks. Customer's mother believes customer is not bolusing when needed resulting in high blood glucose levels.